Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the pump powered on with the returned battery cap. There was one cs 064 (call service) motor error alarm observed in the black box history on (B)(4) 2014. The motor stalled due to an occlusion during prime causing the cs064 error. No motor defects were duplicated. The pump was exercised for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. The load step functions were performed and no call service alarms were duplicated. The pump case was removed and no evidence of moisture contamination or loose components were observed inside the pump.